Manufacturer narrative:
Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including type ii diabetes mellitus. Pannus overgrowth, or host tissue, is considered to be a form of non structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that this 77 years old patient with a 7300tfx27mm valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of approximately seven (7) years and eleven (11) months due to degeneration leading to severe stenosis (with mean gradient of 16mmhg) and mild insufficiency. On echo, thickened and immobile leaflets with presence of fibrotic pannus were observed. The patient presented with asthenia and dyspnea on mild exertions. A 26mm transcatheter valve was successfully implanted within the pre existing surgical device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
Updated b5, d1, d4 (model number), e1 (reporter name), g3, g4 (PMA number).

Event description:
Edwards received notification that this 77-year-old patient with a 27mm edwards valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years and eleven (11) months due to degeneration leading to severe stenosis (with mean gradient of 16mmhg) and mild insufficiency. On echo, thickened and immobile leaflets with presence of fibrotic pannus were observed. The patient presented with asthenia and dyspnea on mild exertions. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.